Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (essure implant removal). Essure was removed on 6-feb-2018. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant\migration of essure device location of device: both sides of the essure coils were unfound") and genital haemorrhage ("heavy bleeding\ heavy bleeding every 2-3 weeks") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included human papilloma virus test positive (1990), cesarean section ((B)(6) 1995, (B)(6) 1997), termination of pregnancy - elective (1992) and menstruation abnormal. Previously administered products included for an unreported indication: depo provera and iud. Concurrent conditions included discomfort, acne and common cold. Concomitant products included ibuprofen and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2011, the patient experienced rash ("rashes or skin conditions type: rashes\ face rash\ scalp rash"), allergy to metals ("nickel allergy\ my face expecially around the nose and mouth area were covered in a rash for almost 2 years prior to the removal") and acne ("rashes or skin conditions type:acne"). In (B)(6) 2012, the patient experienced pelvic pain ("pain"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) I was having a menstrual cycle every 2-3 weeks each lasting 4-5 days at time"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) I was having a menstrual cycle every 2-3 weeks each lasting 4-5 days at time"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse) this started about 2013 and was discussed with all three doctors but no real treatment until decision was made to removal essure through hysterectomy"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pruritus ("rashes or skin conditions type: severe itching; itching scalp"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain") and menstruation irregular ("irregular menstrual cycle/menstrual cycles being abnormal"). The patient was treated with surgery (robot s assisted hysterectomy, davinci total laparoscopic hysterectomy with bso,salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, headache, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and acne outcome was unknown and the vaginal haemorrhage, menorrhagia, pruritus, rash, migraine, alopecia, abdominal pain and menstruation irregular had resolved. The reporter considered abdominal pain, acne, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, pruritus, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - had essure done in 2008, 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: result- total bilateral occlusion. It looked okay.. Pathology test - on (B)(6) 2018: diagnosis: uterus and fallopian tubes, hysterectomy and bilateral salpingeciomy: cervix and endocervix with reactive surface changes. Proliferative endometrium no hyperplasia. Myometrium with adenomyosis. Bilateral fallopian tubes with no significant histopathologic changes. No atypia or malignancy identified.. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Negative pelvic ultrasound. Total bilateral occlusion. It looked okay; on (B)(6) 2017: impression: 1. The iud is not confirmed within the endometrial cavity. An echogenic structure at the apex of the uterine fundus could represent the iud. CT may be of value performed nonenhanced.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received: reporter added. Events- vaginal bleeding, menorrhagia,severe itching, rashes, migraines, headaches, nickel allergy, dysmenorrhea, dyspareunia , fatigue, hair loss, acne, abdominal pain, genital bleeding, irregular menstrual cycles were added. Lab test was added. Historical drugs was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.